Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a scaffold procedure with implantation of an absorb bioresorbable vascular scaffold (bvs). During the procedure, a perforation occurred. There was prolonged balloon inflation at the site of the perforation. A side-branch occlusion occurred. An st elevation myocardial infarction (stemi) occurred. No intervention was performed to treat the perforation. No additional information was provided.

Manufacturer narrative:
(B)(4). The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatments appear to be related to the operational context of the procedure. The reported patient effects of myocardial infarction, occlusion and perforation, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. In the absence of reported part number, UDI cannot be calculated.